Event description:
It was reported that a device check of this implantable cardioverter defibrillator (ICD) revealed atrial undersensing, which was still visible after adjusting sensitivity. Additionally, electrogram (egm) review showed intermittent ventricular undersensing due to intrinsic signals falling into the blanking after atrial pacing. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.